Manufacturer narrative:
(B)(4).

Event description:
Diffuse lamellar keratitis (dlk) has resolved as of last visit.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported diffuse lamellar keratitis (dlk) in a patient's left eye one day post lasik. Topical steroid dosage was increased. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was successfully verified prior the day of the treatment. Review of the logfiles for the day of treatment shows no relevant errors or warnings that could contribute to the reported event. Logfile shows all fourteen treatments were finished successfully on that day. The energy was stable during that day. No relevant deviation between planed and performed energy is detectable for these treatments. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).